Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("at least one essure coil had fractured and migrated") and device breakage ("at least one essure coil had fractured and migrated") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, dyspareunia and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia and pelvic pain to be related to essure. The reporter commented: she may be forced to undergo a hysterectomy to remove the essure device in the future. Diagnostic results: on (B)(6) 2009 - hysterosalpingogram (hsg test): essure coils were not properly in place or occluded. The scan revealed that at least one essure coil had fractured and migrated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("at least one essure coil had fractured and migrated") and device breakage ("at least one essure coil had fractured and migrated") in a 38-year-old female patient who had essure (batch no. 627284) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 1990 to 2008 and oral contraceptive. Concurrent conditions included low back pain since 2009. Concomitant products included gabapentin from (B)(6) 2016 to (B)(6) 2017, obetrol (adderall) since 2014, pantoprazole since 2014 and thyroid (armour thyroid) since 2014. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 3 months 12 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, dyspareunia and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia and pelvic pain to be related to essure. The reporter commented: she may be forced to undergo a hysterectomy to remove the essure device in the future. Diagnostic results: on (B)(6) 2009 - hysterosalpingogram (hsg test): essure coils were not properly in place or occluded. The scan revealed that at least one essure coil had fractured and migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("at least one essure coil had fractured and migrated") and device breakage ("at least one essure coil had fractured and migrated") in a 38-year-old female patient who had essure (batch no. 627284) inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 1990 to 2008 and oral contraceptive from 1998 to 1990. Concurrent conditions included low back pain since 2009. Concomitant products included gabapentin from (B)(6) 2016 to (B)(6) 2017, obetrol (adderall) since 2014, pantoprazole since 2014 and thyroid (armour thyroid) since 2014. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 3 months 12 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dyspareunia ("painful intercourse") and pelvic pain ("pain"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, dyspareunia and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation, dyspareunia and pelvic pain to be related to essure. The reporter commented: she may be forced to undergo a hysterectomy to remove the essure device in the future. Diagnostic results: on (B)(6) 2009 - hysterosalpingogram (hsg test): essure coils were not properly in place or occluded. The scan revealed that at least one essure coil had fractured and migrated. Most recent follow-up information incorporated above includes: on 27-jun-2018: plaintiff fact sheet and medical record received: reporters, historical drug, concomitant disease and medications and essure lot number 627284 were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("at least one essure coil had fractured and migrated"), device breakage ("at least one essure coil had fractured and migrated") and menstrual disorder ("heavy menstrual disorder") in a 38-year-old female patient who had essure (batch no. 627284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bladder sling procedure. Previously administered products included for an unreported indication: depo provera from 1990 to 2008 and oral contraceptive. Concurrent conditions included low back pain since 2009, stress incontinence and excision of cervical lymph node (advanced bilateral foraminal stenosis c5-6). Concomitant products included gabapentin from june 2016 to september 2017, obetrol (adderall) since 2014, pantoprazole since 2014 and thyroid (armour thyroid) since 2014. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 3 months 12 days after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced back pain ("lower back pain"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menstrual disorder (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse") and pelvic pain ("pain"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, menstrual disorder, dyspareunia and pelvic pain outcome was unknown and the back pain had not resolved. The reporter considered back pain, device breakage, device dislocation, dyspareunia, menstrual disorder and pelvic pain to be related to essure. The reporter commented: she may be forced to undergo a hysterectomy to remove the essure device in the future. Patient had anterior cervical dissection with fusion on 19-jun-2017 for advanced bilateral forminal stenosis c5-6. Diagnostic results: on (B)(6) 2009 - hysterosalpingogram (hsg test): essure coils were not properly in place or occluded. The scan revealed that at least one essure coil had fractured and migrated (february 2009 that the essure had migrated). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received : reporters added aka, event: lower back pain and heavy menstrual disorder added. Event onset date and concomitant conditions added. Reporter causality comment added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.